Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an unknown procedure was performed on (B)(6) 2018. After the procedure was completed, the technician stated that during the surgery the reamer/irrigator/aspirator (ria) drive shaft was broken. There was no patient consequence reported. There was no surgical delay reported. Patient status is unknown. This report is for a drive shaft-minimum 520mm length-for use with ria. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: part number: 314.743 , synthes lot number: 7432393 , supplier lot number: n/a , release to warehouse date: 07-apr-2014 , expiration date: n/a , supplier: criterion tool & die, inc. . No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product development investigation was performed for the subject device: it was reported that an unknown procedure was performed on (B)(6) 2018. After the procedure was completed, the technician stated that during the surgery the reamer/irrigator/aspirator (ria) drive shaft was broken. There was no patient consequence reported. There was no surgical delay reported. The following investigation flow was performed: broken. Device condition: the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The break is located distal to the helix and is oblique and jagged. The complaint condition is confirmed and consistent with the reported condition. The returned device was manufactured in april 2014 and is over 4 years old. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. Based on the date of manufacture the following drawings, reflecting the manufactured revision through current, were reviewed. Tabulated drive shaft assembly drawing; ria: 314_741. Drive shaft; ria (component): 314_741_1_2 . During use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The outer shaft flat to flat dimension near breakage measured 4.38mm at cq (ca592) which is within the specification of 4.4mm +0.0/- 0.05 per 314_741_1_2 . The inside diameter of the shaft near the break measured ø3.74mm at cq (gp29) which is within the specification of ø3.76mm +/- 0.05 per 314_741_1_2. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The reamer/irrigator/aspirator (ria) technique guide addresses recommended use. Step 5 under ¿assembly,¿ states that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Step 2 under ¿reaming¿ describes the recommend use for reaming as follows; ¿begin reaming, using a gradual advance/retract technique. Slowly advance 20-30mm and then retract 50-80mm allowing the irrigation fluid to flow in front of the reamer head. Advance the assembly until resistance is felt, then repeat.¿ the complaint condition is confirmed as drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. A device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. There were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition and no product design issues or discrepancies were observed that may have contributed to the complaint condition. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.